Event description:
The rptr stated the tech was preparing a cc4204bf collamer single piece lens for surgery. The tech poured the lens and fluid from the lens vial into the lens tray and went to retrieve the lens for loading and noted a small opaque particle floating in the fluid. The tech felt the lens was contaminated and decided not to use the lens. There was no lens damage and no pt contact.

Manufacturer narrative:
Eval codes: method: lens work order search. Results: visual inspection of the returned prod found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions: based on the complaint history, work order search and the eval of the returned prod, a specific root cause of the event could not be determined.